Event description:
The faciliity's biomedical engineer reported an infusion pump with a failure code 812:02. The biomed stated that no pt injury or medical intervention was involved. Info was requested by baxter regarding the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use but no additional info was available. Additional contact info was requested but no additional contact was identified.